Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient had a hundred and thirty-six atrial flutter episodes which showed slow atrial tachycardia rate at 140 to 185 the longest lasting eight minutes. There was one stored episode of pacemaker mediated tachycardia (pmt) which looked at first to be due to upper rate behavior but was actually determined to be a slow atrial tachycardia which finally broke with an atrial rate of 130 bpm.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the medical personnel noted the patient would be seen due to experiencing a syncopal episode. Review of the pacemaker's data found a pacemaker mediated tachycardia (pmt) episode that was tracking at the maximum tracking rate and when the pmt break occurred the atrial rate did not change, but the ventricular rate slowed and the atrial ventricular delay lengthened out, per the av search algorithm. The clinic was not certain if the syncope occurred at the same time as the pmt episode and would review when the patient presented to the clinic. The field representative is attempting to obtain further information from the clinic. No additional information if available at this time and the pacemaker remains in service. No additional adverse patient effects were reported.